Event description:
This (B)(6) female pt was taken to the cardiac catheter laboratory on (B)(6) 2012, where a percutaneous valve replacement was attempted. The device used was a 23mm edwards life science sapien transcatheter heart valve. The device had a prosthetic leaflet malfunction with resultant severe aortic insufficiency. Echocardiographic assessment via indwelling tte probe demonstrated severe central and mild para-valvular insufficiency. Despite attempts to dislodge the stuck leaflet by a wire and a pigtail catheter, severe central aortic insufficiency persisted. Next, a valve in valve procedure was attempted. The new valve was instructed in the delivery system using the retroflex system, positioned at the level of the aortic annulus. However, while positioning the valve, even with minimal forward pressure, the pre-existing prosthesis was dislodged into the left ventricular outflow tract. The decision was then made to convert to a surgical aortic valve replacement using a 21mm tissue valve (edwards a2700 pericardial). At that time, the first malfunctioning valve was removed. The un-deployed second valve was placed in the descending thoracic aorta and pinned in place with a gore tag thoracic endoprosthesis 10cm by 26mm (covered stentgraft). The catheters were removed from the groin and a right iliac dissection with thrombus was identified and treated with heparinization, thrombectomy, and ultimately was stented prior to the end of the procedure with adequate distal perfusion. The pt was transferred back into the ICU in critical condition. On pod #1 the pt was awake by not following commands. Pt was unable to be extubated due to acute encephalopathy and had no movement of the right upper extremity. The pt's exam was concerning for cva but the initial head CT on (B)(6) indicated no evidence of hemorrhage however acute underlying infarct could not be excluded. A follow up head CT on (B)(6) noted an increased amount of low density to some of the white matter hypo-densities in the left hemisphere seen on the previous exams suggest evolving subacute infarcts superimposed on mall vessel ischemic changes. A family care conference was held and the pt was changed to comfort care only. The pt was discharged to a hospice facility.